Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Lens was inspected under microscope at 10x and it was found to have stains and particles adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter verification: diopter measurement results showed that the lens for serial number (B)(4) belongs to diopter 22.0. The product met the acceptance. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens in the left eye was explanted and another lens implanted because the surgeon felt that there would be a better outcome with a different lens power. Result of new implant was good; no complications reported.